Manufacturer narrative:
A follow up was performed with the customer, and the customer clarified that the device was not in clinical use when the issue occurred. No patient or user harm reported. The customer reached out to philips for a third call and requested additional assistance after replacing the central processing unit (cpu), and updating the serial number and replacement option codes. The customer requested assistance on resetting the total power on the hours. The remote service engineer (rse) provided the customer with the following instructions, if the ventilator is not already in diagnostic mode, press and hold the accept button and press the on/shutdown button to turn on the ventilator. Within 5 seconds, release and press the accept button again to enter diagnostic mode; connect the 25-pin to 9-pin his/emr null modem cable between the pc serial port and the ventilator; launch tera term to enable communication with the ventilator; type: #setoptime (all caps) with the additional information listed in the table below separated by a command, and then press enter. It was noted that the customer was able to program hours successfully. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a "back up alarm failed" error code (1104). The device was in clinical use when the issue occurred. No patient or user harm reported. The customer stated that the device was giving error code 1104 (backup alarm failure). Troubleshooting was performed, and the remote service engineer (rse) provided the customer with the following recommended instructions; replace the motor controller (mc) printed circuit board assembly (pcba), replace the central processing unit (cpu) pcba, replace the power management (pm) pcba. The customer was provided with the part number for replacements. The customer called the philips remote service engineer (rse) back and reported that the central processing unit (cpu) was replaced and requested the encryption codes. The rse provided the customer with the codes, and the customer reported that they were successfully installed. The device was operating as expected with no codes observed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.